Manufacturer narrative:
Reported event: an event regarding an unknown shell being explanted easily was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
"Event: patient's constrained liner dislocated. Constrained liner/ shell were removed and constrained liner implanted". Update 25/october/2018: rep reported the following: the bipolar dislocated out of the liner. Constrained liner was securely locked in shell. New head was implanted increasing length from +0 to +8. Surgeon chose to revise shell to new tritanium revision shell. Old shell came out easily. No possible causes for dislocation.